Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Customer reported that down arrow button was unresponsive. Customer got a blood glucose reading of 88 mg/dl but was not able to bolus the right amount because the insulin pump's down arrow button doesn't respond. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button intermittently. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer stated the issues frequency is daily basis, multiple times in a day. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was in progress at the time the button was unresponsive. As previously reported customer was able to successfully clear the alarm all buttons are responding. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with all buttons responding properly. No display ramping on its own anomaly was noted. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.